Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-30749.

Event description:
The customer reported via phone call that her old insulin pump was replaced to a button error and she was trying to program the settings on the replacement device but could not obtain them from the old device. The customer has called the doctor but the doctor did not have the settings. The customer received a battery out limit alarm when inserting the new battery into the new device. The customer was advised to remove and reinsert the battery on the old device to get the settings. The customer was able to retrieve the settings and was assisted with the programming. Blood glucose value was 130 mg/dl.